Manufacturer narrative:
Method code: the lot number for the device has been requested. The device remains implanted so an engineering investigation could not be conducted.

Event description:
On (B)(6) 2013, a pt presented for treatment of a juxtarenal abdominal aortic aneurysm. Using a 'snorkel' technique, a gore viabahn endoprosthesis was advanced over a .018" guidewire to the right renal artery. The device was positioned and deployed after the aortic excluder aaa endoprosthesis deployment. Arteriography showed appropriate position just below the superior mesenteric artery. The angiogram showed the viabahn device and excluder graft had migrated to the level of hypogastric artery. However patency was noted and the physician also stated the possible type 1 endoleak would likely close and seal. The procedure was ended. On (B)(6) 2013, a cta confirmed a type 1 endoleak around 'the gutter' of the snorkeled' right renal artery. On (B)(6) 2013 a reintervention procedure was performed. Access was gained from the left brachial artery and another viabahn device was advanced and deployed within the previously placed viabahn device. An aortic extender device was also positioned and deployed. Follow-up imaging showed good results at the right renal artery after the viabahn device and the aortic extender device were dilated. The pt was discharged from the hospital on postoperative day one. The pt was placed in the cicu postoperatively. The pt was noted to have a decreased hemoglobin and was ordered to have a transfusion. Also, the pt experienced slight elevation in temperature during the transfusion, which was treated with a benadryl and tylenol.